Manufacturer narrative:
Follow-up information - december 2023: investigation activities performed on returned device. Refer to investigation report attached (ER_r&d_cp_23_scc404).

Event description:
Propeller on the cp22 seems to be off-center. This was noticed after the clinician reported increased hemolysis in the patient that had been on less than 24 hrs. Change out the cp22 and that resolved the patients hemolysis issues. After the pump change out, the clinician saw a thrombus on the bearing of the pump that was just changed out.

Manufacturer narrative:
Additional information related to the event will be available after the investigation of the returned device, which could be addressed in a follow-up report. According to available information, no consequences for the patient.

Event description:
Propeller on the cp22 seems to be off-center. This was noticed after the clinician reported increased hemolysis in the patient that had been on less than 24 hrs. Change out the cp22 and that resolved the patients hemolysis issues. After the pump change out, the clinician saw a thrombus on the bearing of the pump that was just changed out.